Manufacturer narrative:
Third party service agent was not able to replicate the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient.there were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customers device and was not able to be verify the reported issue. The device patient files were reviewed, and contained no data for the reported event date. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Root cause is unable to be determined.